Event description:
According to the reporter: the patient alleged injury. Medical history: pelvic support loss with a partially prolapsed uterus and stress urinary incontinence.

Manufacturer narrative:
(B)(4).